Event description:
Caller reported that a gray screen had appeared on the pump, preventing interaction with the touch screen, although the pump continued delivering insulin. There was no adverse impact to the customer's blood glucose level. The customer continued to use the current pump and will revert to manual injections for insulin therapy if necessary.